Event description:
Rn was placing a powerpicc line, and attempts to advance the wire stylet were met with resistance. The wire began to kink. The rn made an attempt to retract the wire stylet. It bunched up and was unable to be removed. The whole catheter with stylet had to be removed and another kit obtained for placement of the line. In one of these cases, the rn also reported that the black numbers and measurement marks on the catheter rubbed off during handling.======================manufacturer response for power PICC line, xcela pasv 3f 55cm intermediate mst - 45 lido kit (per site reporter).======================manufacturer has not yet had the opportunity to evaluate the product for the wire stylet issue.======================manufacturer response for power PICC line, xcela pasv 3f 55cm intermediate mst - 45 lido kit (per site reporter).======================manufacturer has not yet had the opportunity to evaluate the problem with the wire stylet kinking.